Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The electrode belt's trunk cable was severed in half. The cause of the failure was the severed cable. The root cause for the severed cable could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.